Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the reported event was not confirmed, a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus there was no live image on the evis exera ii ultrasonic bronchofibervideoscope and the entire screen was black. Troubleshooting did not resolve the issue, and the procedure was not able to be started. No patient harm was reported. Additional procedural details were requested but not provided.

Manufacturer narrative:
The device was returned and evaluated, and the customers allegations were not confirmed. The product analysis findings include the following: there were cracks in the bending section cover glue, the image centering was off, and there was a customer sticker on the label. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.